Manufacturer narrative:
(B)(4). The device was returned and an evaluation was completed. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause was determined to be false empty detect and use error; the initial drain alarm setting was inappropriately programmed. The homechoice and homechoice pro apd systems patient at-home guides warn that ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 21:48:48. During night drain cycle one, the patient's ultrafiltration reading was 2100ml, indicating the home patient drained 2100ml more than their maximum programmed fill volume of 2000ml. No additional information is available.